Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room and was admitted after receiving a shock from this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) reviewed the stored episode, which showed the rhythm and rate of the event reached the conditional zone, it was deemed inappropriate. Automatic setup was utilized and was programmed to secondary vector due to a larger signal. The patient was prescribed metoprolol and is scheduled to visit an electrophysiologist next week. The system remains in service and no adverse patient effects were reported.